Event description:
A hospital pharmacist reported a broken haptic was noted following insertion of the intraocular lens (iol). On 10/18/2006, additional information was provided by the surgeon that revealed the capsule was nicked during removal of the iol and a vitrectomy was required. Another lens was placed in the sulcus and the patient's outcome was not affected.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.